Event description:
It was reported that while the instrument was in use the grey tip of the instrument fractured. There was no harm reported to the patient.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use; nicks, gouges, scratches, wear and strike marks. Inspection confirms the impactor pad has fractured and all the pieces were returned. Part 110028055 is supposed to have a black tip, however, this instrument was returned with a grey tip. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The tips of the impactors switched are epoxied, and therefore not to be disassembled for sterilization. However, it is unknown if this contributed to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.